Manufacturer narrative:
The scope was not returned to the service center the customer was going to use a brush and try to force the stone out of the scope before it was returned. As part of our investigation , the endoscopy support specialist (ess) informed the customer via telephone that olympus has only validated the olympus cleaning brush, model bw-412t for the tjf-q190v. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that a stone was noted at the distal end tip of the scope two days after reprocessing. The customer was reported that the scope was used on a patient on (B)(6) 2020 and then reprocessed according to the facility¿s policy as well as the IFU. The customer reported that the scope was pre-cleaned, leak tested, brushed using third party brushes, manually cleaned using the scope buddy and then placed in the automatic endoscope repressor (aer) twice. After reprocessing the scope was transferred to the sterile processing department for ethylene-oxide sterilization (eto)and was gassed on (B)(6) 2020 into (B)(6) 2020. The scope was sent back from sterile processing on (B)(6) 2020 and when the reprocessing technician hung the scope in the scope cabinet the stone was noted. There was no patient involvement, patient infection or device positive culture reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: based on investigation, the central device sterilization (cds) deviation from IFU recommendation was thought to be a cause of the event. However, the cause cannot be conclusively determined as the event was not reproducible for no return of the scope. The legal manufacturer performed a dhf review and the following reports say that performance of reprocessing on the scope would be secured by reprocessing appropriately in accordance with IFU; (cleaning/disinfection/sterilization) the legal manufacturer confirmed via DHR that the scope was shipped, satisfying specifications.